Event description:
The customer reported that the system displayed a low ma error and had no image,.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge rep found the j6 j7 video lines located at the camera were bent at a more than 90 degree angle under the camera emi shield cover. Also there was no slack. He evaluated the tube, to confirm that the tube is not producing xray by using a film cassette and attempting to make an exposure using 70kvp 1.7mas. He developed the film and produced no image. He verified it by taking the same cassette to another xray machine and exposing it, using the same technique which, after processing, produced a viewable image. He also used a multimeter to test the small and large filliments of the tube not producing x-ray. The tube needs to be replaced, so the rep replaced the tube. Placing applicable regulatory sticklers on the tube housing took several exposures to verify line pair resolutions, which are in the parameters of 9800 12inch. The system was rebooted system several times. The system operates as intended.